Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. The physician suspected the lv lead had fractured so the system was reprogrammed. The fracture was not determined via x-ray or fluoroscopy. The lv lead remains in service and there were no adverse patient effects reported.